Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the customer the bolus history displayed 2 unintended boluses that had been delivered without the customer inputting and requesting the bolus. Reportedly, the customer's blood glucose (bg) level decreased to 40 mg/dl after the event, and was addressed with glucose tablets and juice. At the time of the call, the customer's bg level was 76 mg/dl. Tandem technical support assisted the contact with setting up a feature lock so that the customer could continue to receive basal insulin without unintentionally delivering a bolus. Review of the pump data logs by tandem technical support show that the customer unlocked the screen prior to delivering the bolus, and then programmed and confirmed the bolus each time. Tandem technical support relayed the information to the contact on 2/03/2017. The contact acknowledged the information, and was recommended to put a feature lock on the pump.